Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. However, the insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No a33 alarm noted. The insulin pump had cracked reservoir tube lip, broken belt clip slot, cracked case at the display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and there were additional alarms in the pump history. The customer indicated that their blood glucose reading was normal. The customer was advised that the device would be replaced and to return the product for analysis.